Event description:
It was reported that during a stone extraction procedure, the grasper "fell off" in the pt. During the procedure, the device was opened and closed once. Following this, the device "fell off" in the pt's ureter and in an open state. The device was retrieved with a resusable grasper and the procedure was completed using a segura basket. There were no reported pt complications, and the pt condition was noted as "okay" following the procedure.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.